Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result while troubleshooting the meter. The result from the meter was 4.9 inr. The result from the laboratory with stago reagent on the stago compact was 3.2 inr. There was no adverse event. The patient's warfarin dose was not changed based on the meter results. The patient was not anemic; no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy.